Manufacturer narrative:
Acmi confirms the stationary jaw has snapped. Instrument is over 4 years old. Acmi 100% tests all gya-5 to 15 lbs of force. This instrument was subjected to forces beyond design limitations to cause failure. The instrument shows signs of heavy usage, (etching, is worn, scratches, bends in shaft.) The failure was likely cause to improper care/mishandling by user.

Event description:
One of the jaws broke off and had to retrieve item from the patient.